Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the connector pin and distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted stylet was not returned with the lead. Using a stylet sample to perform test, stylet could not go any further at 1.7 cm within the is-1 connector pin. Therefore, helix test was performed if there is conductor distorted within is-1 pin. The helix could be extended and retracted and turns within specification. Then, destructive analysis was performed and confirmed dried blood obstructed inside connector pin and lead coil lumen which prevents stylet insertion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncope episode. It was noted that the right ventricular (rv) lead provided no more ventricle pacing due to noise caused by a possible fracture of the lead. It was also noted that the rv lead had an impedance warning. Reprogramming was done to turn off the lead and the lead was later explanted and replaced. During removing of the rv lead, the insulation of the lead perforated putting the guidewire into the insulation when cutting the lead for removal. It was noted that it took several attempts to insert the new rv lead into the right ventricle. It was further reported that the stylet would not enter the lead tip. The lead was not used, and another lead was implanted successfully. No further patient complications have been reported as a result of this event.